Manufacturer narrative:
This report is submitted on july 8, 2021.

Manufacturer narrative:
This report is submitted on june 1, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to otitis media that was subsequently treated with IV antibiotics (date and duration not reported). Reimplantation is planned but had not taken place at the time of this report.